Event description:
A home pt called the baxter technical assistance line to report home pt connected before priming the pt line of the homechoice cassette and proceeded into the I-drain phase while using the homechoice machine. The pt bypassed the I-drain and started into the fill phase. The pt was unable to drain or fill due to improper procedure. Rn noted that the pt's family was trained to perform the therapy and the pt attempted to perform treatment on their own. Per rn, no pt injury or medical intervention was associated with this incident.